Event description:
A family member reported that the patient experienced a blood glucose (bg) of hi on the meter (over 600 mg/dl) with positive ketones. The family member reported that the patient woke up with a bg of 378 mg/dl; the patient reportedly noticed a loss of prime warning on the pump. The family member reported that the patient's bg continued to elevate and was up to hi by 9 am. The family member confirmed that the pump was not exposed to extreme temperature changes and the cartridge compartment cap is on tight. This report is made based on the allegation that the patient experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump primed appropriately and was exercised for 24 hours with no loss of primes warnings. The pump black box history indicated that loss of prime warnings were emitted and associated with non-zero low forces. The pump correctly detected this issue and emitted loss of prime alarms to alert the user.